Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a cracked end cap and further testing could not be performed.

Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 112mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.